Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On november 23, 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter displayed inaccurately high results compared to her feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed that the meter started to read inaccurately at 10pm on (B)(6) 2015, when she obtained an alleged inaccurately high blood glucose result of "187 mg/dl" on the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. It is not known how the patient manages her diabetes or whether she made any changes to her usual diabetes management routine after obtaining the alleged inaccurate result. She claimed that about 2 hours after the start of the alleged issue, she developed symptoms of "shaky, sweaty [and] thirsty". She claimed that the emergency medical service was contacted and a blood glucose result of "30 mg/dl" was obtained on the ems meter at midnight on (B)(6). She also claimed that she obtained treatment of "IV" from a healthcare professional (hcp) to treat her symptoms. During troubleshooting, the cca established that the patient's test strips had been stored correctly and the subject meter was set to the correct unit of measure. The patient was unable to perform a control solution test to check the meter and test strips as she did not have control solution available. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter and reportedly developed symptoms suggestive of severe hypoglycemia which required hcp intervention, after the alleged meter issue began.